Manufacturer narrative:
It has already been identified in the product risk management file and the instructions for use that allergic reactions may occur with the use of vivosorb: "adverse events associated with the use of a vivosorb® sheet may include but are not limited to: failure to provide adequate support for appropriate healing; transitory local irritation; infection; allergy; delayed wound healing." Therefore, an allergic reaction can be considered an expected or foreseeable side effect which has been clearly documented in the device labelling and in the risk management file. As the patient required hospitalization this event is reported.

Event description:
Surgeon informed us that she had a patient that showed an allergic reaction in the underarm after use of vivosorb, and this patient had to stay a night in the hospital. No bacterial infection could be established and through specific allergic medication, the reaction could be suppressed without explantation. Inside of the under arm of this patient has a thin skin.